Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed cracks to the front shell of the unit. When the unit is powered on, all led segments do not illuminate. The device was able to obtain measurements. Internal inspection showed the instrument board had corrosion that prevented the unit from showing all the led segments. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing led segments on bottom display. No patient impact or consequences were reported.